Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Occupation: reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 during an unknown procedure, the 3.2mm three-fluted drill bit broke in the patient's bone during drilling. The surgeon successfully removed the fragment from the bone. There was a surgical delay of ten (10) minutes. The procedure was successfully completed. There was no patient consequence. Concomitant device reported: unknown nail (part#: unknown, lot#: unknown, quantity: 1). Unknown drill guide (part#: unknown, lot#: unknown, quantity: 1). This report is for one (1) 3.2mm three-fluted drill bit qc/needle point/145mm. This is report 1 of 1 for (B)(4).